Event description:
Patient reported elevated blood glucose levels in the 400's mg/dl. Her physician recommended range is <180 mg/dl. She indicated that on two occasions her blood glucose level registered "hi" on the blood glucose meter (generally >500 mg/dl). Patient indicated that she was not feeling well, her stomach hurt, she was nauseated, and she had a headache. She discovered that the time was set incorrectly, and she was receiving the wrong amount of insulin at the wrong times. Patient switched to her backup device, changed the infusion site, insulin cartridge, and her blood glucose level returned to normal. She indicated that she did not believe the infusion device was delivering insulin correctly. No medical assistance was reported. Product was requested to be returned for evaluation.